Event description:
"All 4 bearings came out of attachement during surgery", as reported by foreign distributor. On follow up, it was reported that the event occurred during drilling and "they found 4 rings in and close to the open wound". And f2/8ta23 tool was being used with the as07 attachment. The hosp staff was drilling holes for placement of a wire. The bearings were seen sliding down the tool while drilling. Three bearings actually entered the wound site and were retrieved immediately. No x-rays were taken. Follow up also provided the following info: the hosp does not soak the attachments. They machine wash them with a concentrated liquid washing and rinsing detergent, use a cleaning and libricating spray, and sterilize using steam at 134 degrees celsius. Customer requested eval info. There was no pt impact.